Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed that the patient received inappropriate antitachycardia pacing therapy due to supraventricular tachycardia incorrectly diagnosed as ventricular tachycardia. The patient returned to the clinic and programming changes were made. No symptoms were reported by the patient. The patient will continue to be monitored.